Event description:
I am writing to make you aware of my experience with the cologuard test, which I took in mid (B)(6) 2021. It was supposed to be good for three years. My doctor said I was a good candidate, because I have not had any history of colon cancer in my family. She explained to me these tests are highly sensitive, and should pick up on any trace of colon cancer, and I trusted this. This year, I had significant weight loss and my gastroenterologist advised me to have a diagnostic colonoscopy. It ended up that I had a tubular adenoma (precancerous polyp). If I had waited another two years for a repeat cologuard test, I would have had colon cancer at that point, as this is documented in my gastroenterologist's notes. This is unacceptable, as I have spent a lot of money on a diagnostic colonoscopy. I realize there is a disclaimer with this test that it is not 100% accurate, but the time frame was just barely over a year, not three. This is unacceptable, as I could have had a preventative colonoscopy, which would have cost me nothing and detected my tubular adenoma a lot sooner. I have to now have a repeat colonoscopy in 3 years and this could have all been prevented. FDA safety report ID # (B)(4).